Event description:
A polaris valve was implanted in a patient, 1 month infant in 2006. Since csf leakage and retention under the skin was observed, the doctor replaced the shunting system.

Manufacturer narrative:
The incident has been reported to manufacturer on 04/10/2007. Results of analysis will be developed in a follow-up report.